Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged "when pressing contrast button on pump, main menu appears and not the last bg".there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, there was no activity outside of the norm observed in the black box. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. The audio bolus button cover was torn. The audio bolus button responded properly. The ez-prime steps were performed correctly and the keypad was undamaged and all the buttons responded properly to the presses. The pump correctly displayed the cgm bar. The original complaint was unable to be duplicated.